Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the monopolar curved scissors instrument became bent inside the patient's abdomen. We had to use the robot's safety key to free the arm. It was impossible to remove the clamp from the trocar reducer. The patient was sent to sterilization like that. The procedure outcome was unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.